Manufacturer narrative:
This report is submitted on june 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.